Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-09537. It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the atrial lead exhibited no sensing of p waves and loss of atrial capture. X-ray was ordered and the device was programmed to vvir mode on (B)(6) 2020. The patient was in stable condition. X-ray revealed both the right atrial and right ventricular leads were dislodged. On (B)(6) 2020, during lead revision procedure, the physician was unable to advance the stylet in both the leads; the leads were explanted and replaced. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 46.2 cm. The reported events of loss of capture and loss of sensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The event of unable to advance the stylet was confirmed. A stylet insertion test was performed and was unable to insert beyond 37.3 cm from the connector pin. The restricted location was dissected, and the inner coil was found with clogged dried blood. The cause of the inability to insert stylet was isolated to the inner coil being clogged with blood. The lead was otherwise normal. No anomalies were found.